Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion on the instrument channel port, distal end and objective lens could not be determined, however, the issue was likely the result of component failure due repetitive use stress, degradation, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of leaking from the distal end. This does not indicate an MDR reportable event, however, reportable failures were found during testing at the service center. During inspection of the device, corrosion was found on the instrument channel port, the device distal end and the objective lens, likely due to degradation. There was no patient involvement, and no harm was reported as a result of the event.